Event description:
On (B)(6) 2010, pt reported an injury she sustained using the triton dts pkg. Per the pt, the location treated was her lower back and she was treated twice, once at 70 lbs for 10 mins and two days later at 75 lbs for 20 mins. Following the treatments, she was barely able to walk due to excruciating pain in the lower back radiating to the legs. In an email dated (B)(6) 2010, the pt stated "in a physical exam after suffering from pains as a result of traction therapy with triton dts, my health care provider stated that my lower back was inflamed. She gave me anti-inflammatory patches and prescription strength pain killers. The MRI revealed bulged discs in the lumbar spine, not previously seen in any MRI studies. The onset of pain was directly correlated with traction therapy with triton dts." In a letter dated (B)(6) 2010, djo was notified by the FDA of a medwatch form ((B)(4)) filed on (B)(6) 2010 for the triton dts. Pt had back injuries from a vehicle collision and was receiving physical therapy. Info provided in the medwatch report and the dates of the event suggest that both the medwatch and the pt report above are the same incident.

Manufacturer narrative:
(B)(4), dated (B)(4) 2010 received from FDA.